Event description:
The manufacturer received an allegation that the device was not available for clinical use due to a ¿ventilator service required¿ message displayed on the screen. The customer provided log data which included error code 384, indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors.